Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a specific cause of the phenomenon "no image" and "the duration of the procedure is 30 minutes procedure, then the procedure was canceled" could not be estimated from the information received. Olympus will continue to monitor field performance for this device.

Event description:
The customer confirmed the light source and the monitor were connected to the subject device when the failure occurred. The duration of the procedure is 30 minutes procedure, then the procedure was canceled. There were no error messages observed as a result of the failure.

Event description:
The customer reported to olympus technical assistance center (tac), prior to a start of a therapeutic botox procedure the camera head had no image. The customer noted, the procedure was delayed, then cancelled to be rescheduled for another time. The patient was not administered sedation or anesthesia. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.